Event description:
The clinician reported, while administering drugs, a leak was noticed. An x-ray confirmed the catheter had separated from the port. The clinician indicated that the catheter sheared off close to the connector hub of the port and not where it passes between the clavicle and the first rib. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.